Manufacturer narrative:
Device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number complaint-(B)(4).

Event description:
The physician reported a drug reservoir volume discrepancy during a routine refill visit. The expected volume was 2.5ml, but 19ml was aspirated. The pt reported inadequate pain relief. On (B)(6) 2014, the pt returned for a follow up. The expected volume was 13.5ml, but 19.0ml was aspirated. A flowonix field clinical engineer traveled to the site but could not verify proper pump performance. A catheter access port (cap) procedure was performed and indicated that the catheter was patent and in the correct location. The pump was explanted on (B)(6) 2014 and was returned to flowonix for investigation. The drugs being used in the pump were morphine and bupivacaine. It was reported that the pump was primed in a water bath prior to implant.